Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same as MFR report #6000093-2007-01668. It was reported that following a coronary artery drug eluting stenting treatment procedure that stent thrombosis occurred. The patient had an unknown size and type of bare metal stent (bms) implanted in the left anterior descending (lad) artery, one unknown size taxus express2 drug eluting stent (des) and one 2.5x24mm taxus express2 des implanted in the right coronary artery (rca) to treat vessel occlusion during a myocardial infarction. During the procedure, the patient was in "circulatory collapse" and required pressure support and temporary pacing during and after the procedure. Angiographic result ok. The patient was prescribed clopidogrel 75mg and aspirin 75mg. At 795 days later, the patient returned with instant thrombosis. A non-bsc aspiration catheter was used. Timi iii flow was restored. The area was dilated with a non-bsc 3.0x20mm balloon catheter. The proximal end of the proximal taxus express2, seemed to be somewhat "fluffy". The procedure was completed with a 3.0x8mm liberte bare metal stent (bms). The patient was prescribed clopidogrel and aspirin life-long. There were no additional complications reported with the patient's current condition listed as "ok". Additional information was requested but is not available.